Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that on (B)(6) 2022, intra-aortic balloon (iab) therapy was started on a patient with ventricular septal perforation (vsp). On (B)(6) 2022, as the patient had been in stable condition, iab therapy was completed. However, later on, the patient¿s condition got worse due to the patient disease. On (B)(6) 2022, a second iab was inserted in the patient and therapy was started again. It was noted that another manufacturer's sheath was used. Some time passed before the patient went into shock and hypotensive state which continued for approximately 15 minutes. Therefore, surgical intervention was performed. The patient recovered normally from anesthesia without any issues and the patient¿s condition began to improve. After a while, the patient¿s condition was gradually declined. An external pacemaker was used for the patient¿s treatment. On (B)(6) 2022, the patient expired. It was noted that the console did not generate any alarms throughout therapy. As the cause of death was unable to be determined, computed tomography (CT) was performed. The CT revealed the evidence of air embolism around celiac artery and superior mesenteric artery. There was no evidence of air embolism within the brain. This report is for the 2nd iab used in this event. A separate report will be submitted for the 1st iab. To be returned for investigation.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The pressure tubing was also returned. No blood was observed inside the iab catheter. Three kinks were found on the catheter tubing approximately 55.4cm, 68.8cm and 71.4cm from the iab tip. Additionally the membrane was observed to have an aneurysm near the middle. This may happen if the membrane is over inflated. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).